Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output immediately after implant. The patient is pacemaker dependent. The patient became spasmodic when no therapy was delivered due to the no output status of the pulse generator. The physician chose to explant and replace the device with another ipg.